Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Customer's blood glucose level at the time of incident was 27.6 mmol/l. Another high blood glucose level was 22.7 mmol/l. Customer treated high blood glucose level with insulin pump. Customer had tripped and fallen against the washer. Customer had been noticing going high after falling a week ago. Customer's current blood glucose level was 7.5 mmol/l. Customer alleged that insulin pump was under delivering because usually after a walk customer was much lower than what they were. Customer was assisted with troubleshooting. Customer stated insulin pump rattled when they shook it. Insulin pump passed displacement test, self test and high pressure test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.